Event description:
It was reported during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the user experienced gel air bubbles and poor barrier separation within an unspecified number of tubes. No health impact or consequence reported.

Manufacturer narrative:
H6: investigation summary: bd received 4 photographs and 19 samples from the customer for investigation. Evaluation of photos and samples indicated drawn and unused tubes with bubbles in the gel at the base. Poor barrier separation was observed due to bubbles in gel. In addition,100 retain samples from bd inventory were visually inspected, and 2 gel air bubbles were found. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles and poor barrier separation. Bd was unable to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.